Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - 4591 - decreased level of consciousness h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the arm on (B)(6) /2025. According to the patient¿s mother, on (B)(6) 2025, the pediatric patient experienced a sensor error after which they experienced diabetic ketoacidosis. The patient woke up and experienced vomiting, a headache, and could not keep their eyes open and were rolling their eyes. The dexcom display showed no reading error. The mother did not hear any alarms while the patient was sleeping, and only noted the no readings error when the patient woke up with symptoms. A fingerstick was taken and the blood glucose reading was 600 mg/dl. The mother initially changed the insulin pump, but as this ¿did not work¿, she brought the patient to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was 546 mg/dl, and the cgm device was still not displaying any readings. The patient would have experienced diabetic ketoacidosis and was treated with intravenous fluids and zofran. After about an hour the cgm readings came back, and the cgm reading was 92 mg/dl, and the blood glucose reading was 504 mg/dl. 3 hours after, more intravenous fluids was given and the patient was given 10 units of insulin. When a fingerstick was taken, the blood glucose reading was 241 mg/dl. The patient was discharged after spending 7 hours at the hospital. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to the finding of "no readings", "sensor error" or "brief sensor issue". The probable cause was determined to be sensor noise. No additional patient or event information is available.